Manufacturer narrative:
The customer reported that the pads cable portion of the opcheck failed. The device was evaluated at the customer site by a phillips field service engineer, and the failure was verified. It was determined that the issue was caused by an incomplete electrical connection between the therapy port connector and the therapy cable. Replacing these two parts resolved the issue.

Event description:
The customer reported that the pads cable portion of the opcheck failed.